Manufacturer narrative:
The affected device was returned and evaluated. The complaint noted that the insert was unseated from the tibial baseplate. An inspection was performed by the research department. The features observed on the insert suggest that the combination of partial engagement of anterior locking mechanism and anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface likely occurred due to bottom of the insert contacting tibial tray anterior lock detail after disassociation.

Event description:
It was reported that the insert disassociated requiring a revision surgery to correct. The insert was invivo approximately 2 weeks.